Event description:
It was reported that during an unknown procedure the product did not work. There was no patient consequence. It was reported during the analysis of the device the outer gasket was torn.